Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are submitted. (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. It was reported that the patient was using an unsupported operating system. A data investigation will not be performed as signal loss up to one hour is within specification. No additional event information is available. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.